Event description:
The customer reports that the system image quality is poor and that the system intermittently shuts itself down.

Manufacturer narrative:
(B) (4). The ge service rep verified the reported problem. He checked the image intensifier entrance dose, the dose was only 3.1 milli r/min at the image intensifier. He performed a filament tube calibration through rus. The image intensifier dose was now 4.2 milli r/min. He tested the system, and replaced the system power switch. The internal spring in the original power switch would not hold the switch closed. The system is operating as intended.